Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. The device logs were provided and reviewed. A downstream occlusion alarm occurred and was silenced by the user after the device automatically cleared the alarm. This sequence of events is known to cause the reported condition. While the actual device was not available, the reported condition has a nonconformance opened to address this issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had a blank screen while administering saline to a patient in the emergency department. The patient was connected but no patient harm occurred as a result. No additional information is available.